Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the power supply and some other hardware. The instrument was powered up and is operational.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a loud popping noise was heard from the back of the coulter lh750 hematology analyzer followed by an electrical burn smell and a small amount of visible smoke from the back of the instrument and from the power supply. The operator powered off and unplugged the instrument. There was no shock, flames or arcing observed. The fire department was not called and no one sought medical attention.